Event description:
Implant platform damaged while trying to disengage from the driver.

Event description:
Implant platform damaged while trying to disengage from the driver.

Event description:
Implant platform damaged while trying to disengage from the driver.